Event description:
Technical services received a call on 10/27/2011. Caller reports rv lead with lead safety switch tripped. Noted on daily measurements has been trending at 200 ohms for some time. Rv pace threshold is 1.2 v @ .8 in unipolar. No noise on rv rs lead. Patient is not pacer dependant. Technical services advised monitoring for change in pace threshold. Physician is dr. (B)(6). No additional information is available at this time. Lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).